Event description:
Highly complex patient with dx diabetes, renal transplant recipient on immunosuppressant meds, pvd, s/p amputation third toe with nonhealing surgical wound was discharged to home with npwt in place in care of spouse with home health. Patient stated home care was out to his house but didn't know how to work the npwt equipment so came in to our facility for the drsg cng. Patient was then sent back home. Patient returned to clinic and I was asked to see him. The fourth toe was deep purple in color. I could see the plastic drape had been wrapped around the fourth toe circumferentially. The spouse stated she was trying to stop a leak and applied more plastic. I released the drape, the toe became hyperemic then over time, gangrenous requiring amputation with amp of the fifth toe which was not damaged but was felt by the surgeons to be at risk. The second toe had become gangrenous and was removed at the same time but would have to go back and look at the record for time sequence.